Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was due to cut on charge coupled device cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that the e237 scope error had occurred. There was no patient involvement.